Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown, date implanted - unknown, manufacture date ¿ unknown.

Event description:
It was reported patient underwent a hemi hip arthroplasty on an unknown date and converted to total hip arthroplasty on an unknown date due to her anatomy. Subsequently, patient was revised (B)(6) 2014, due to dislocation. The standard liner was removed and replaced with a constrained liner.